Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is complete, a supplemental report will be submitted.